Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient programmed their ipg into surgery mode prior to undergoing an unrelated surgical procedure. Following the procedure, the patient's ipg was deemed inoperable due to not being able to communicate with their programmer device. Troubleshooting via assistance from a company representative was able to the their ipg / therapy.